Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump didn't recognize the door was open during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "does not recognize the door is open," was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper and lower latch switches were failing. The upper and lower latch switches, and the upper and lower auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.